Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact day of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had a small cyst near their original incision site and that it was confirmed to be an infection by the patient's doctor's office. Surgical intervention may occur in the future to address the issue.